Event description:
It was reported that the external pulse generator had a cracked case. The generator was sent in for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was cracked, both the upper and lower cases were broken and were therefore replaced. Analysis also found that the battery release, lead flex cover and battery drawer were contaminated, the two side bail covers and the ring cover were broken, the battery contacts were compressed and that one side bail and the ring were missing. (B)(6).